Event description:
During a catalyst procedure, the surgery center reported a loss of balance salt solution (bss) and loss of vacuum during a treatment. As a result the patient experienced some of the lens fragmentation pattern was lasered into the cornea which is considered corneal scoring. The corneal scoring was observed when patient was under the microscope in the operating room. The next morning after surgery, the patient had .20/50 with a little cornea edema. At seven (7) day post op of patient was the data showed the patient¿s visual acuity was 20/40 with normal intraocular pressure of 18mmhg. There were no glare sensitivity or visual anomalies reported by the patient. The surgery center reported there was no medical or surgical intervention required. The surgery center indicated the patient is stable and doing well.

Manufacturer narrative:
Patient information was not provided as to any impact or no injury was reported. The categories for outcomes attributed to adverse event are not applicable as this is a product problem. (B)(4). An investigation of the incident included the analysis of the system optical coherence tomography (oct) recording from the database and review of the patient data post-op. The or video or ncast was not available for analysis. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo will issue an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. Manufacturer date is october 2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.